Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A66681) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and leiomyoma of uterus, unspecified. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), was found to have weight increased ("weight gain") and underwent cholecystectomy ("gastrointestinal or digestive system condition type: gallbladder removal"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), oophorectomy(one side remove). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, ovarian cyst, weight increased, cholecystectomy and vulvovaginal pain was resolving. The reporter considered cholecystectomy, ovarian cyst, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: trailing coils: left 1 right 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Lot number: a66681, manufacturing date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: fu 3 and 4 processed together. Quality safety evaluation of ptc on 6-feb-2020: fu 3 and 4 processed together. Pfs received: patient aka name was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A66681) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and leiomyoma of uterus, unspecified. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), was found to have weight increased ("weight gain") and underwent cholecystectomy ("gastrointestinal or digestive system condition type: gallbladder removal"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes), oophorectomy(one side remove). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, ovarian cyst, weight increased, cholecystectomy and vulvovaginal pain was resolving. The reporter considered cholecystectomy, ovarian cyst, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: trailing coils: left 1 right 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs received. The event 'injury' was replaced with events from pfs: pain, weight gain, gall bladder removal, ovarian cyst and vaginal pain were added. Outcome of the events were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report